Event description:
In 2007, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aneurysm. A one yr f/u CT scan (unk date) showed a type I endoleak and aneurysm growth. A reintervention is planned for 2009. Further investigation to follow.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.